Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the super multivac tip electrode fell off. The tip electrode was successfully retrieved from the patient´s body. The procedure was finished with a smith and nephew back up device. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode top has been detached/eroded from the spacer tip however the legs of the electrode are still embedded in the tip. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. No containment or corrective actions are recommended at this time.